Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up identified that the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has not used their scs system 8 years. As a result, the patient's ipg became inoperable. Surgical intervention may be pending to address this issue.